Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No blank display. No moisture damage to the electronic assembly. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump fell into water and does not work anymore. Nothing further reported.